Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the customer was not following the proper steps during the load sequence. The customer's blood glucose level was 350 mg/dl. Customer changed the cartridge multiple times and followed the proper steps in the load sequence to resolve the issue.